Event description:
It was reported that the pump touch screen was unreadable and had yellow, green, and red lines across the display. Customers blood glucose level ranged from 77-78 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.